Event description:
It was reported that during routine follow-up, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.